Event description:
Healthcare proffesional (hcp) reports a pt reaction during pt treatment while using the cahp 210 dialyzer. This occurred on the first use of the dialyzer at the onset of treatment. Pt has been using these dialyzers as single-use for 3 years without incident. Upon starting dialysis, pt immediately exhibited shortness of breath, tightness in chest, decreased blood pressure and itching. Treatment was terminated and the pt's blood was not returned. 40 mg of solumedrol were administered to the pt and pt's symptoms resolved.